Event description:
It was reported that a patient experienced a loose connection between a minicap extended life transfer set and an unknown disposable, during patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.